Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous superficial femoral artery. A non-bsc guide wire crossed the target lesion and a 4.0x40mm sterling balloon was used for predilation. A 7.0 x 40mm non-bsc stent was then advanced and successfully implanted. The 6.0 x 20/135 f/g sterling monorail balloon used for post dilation ruptured on the initial inflation at 8atms after 60 seconds of inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacture: the complaint device was not received for analysis, the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause in operation context as device performance as limited due to anatomical/procedural factors. (B)(4)